Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2012 due to patient allegations of pain and armd (adverse reaction to metal debris), elevated metal ions, and bone and tissue damage. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2014-01620/-01621/-01622/-01623).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2006. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2012 due to patient allegations of pain and adverse reaction to metal debris. All components were removed and replaced with cement spacer molds. Additional information received in patient medical records indicates that right hip revision procedure performed on (B)(6) 2012 was due to metallosis. The patient's operative report noted metallosis, osteolysis, infection, serous, cloudy tissue; and insertion of an antibiotic spacer. Additional information received in patient medical records indicates that right hip revision procedure performed on (B)(6) 2012 was due to infection, failed trochanteric osteotomy, and loosening of spacer with femur fracture. Additional information received in patient medical records indicates that right hip revision procedure was performed on (B)(6) 2013. The patient's operative report noted removal of the spacer and components re-implanted. Additional information received in patient medical records noted that on (B)(6) 2011 and (B)(6) 2012 patient's blood was tested. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay correct revision date and additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2006. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2012 due to patient allegations of pain and adverse reaction to metal debris. All components were removed and replaced with cement spacer molds. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.